Event description:
It was reported that a patient underwent a cardiac ablation with a octaray mapping catheter and the patient experienced st elevation that required nitroglycerin. The transient st elevation occurred when pre-map was started using octaray. St decreased immediately after nitroglycerin administration. There were no clinical symptoms were observed during the transient st elevation. The physician's opinion on the cause of the adverse event was that there was a possibility that air must have entered when pre-map was started with octaray. Of note, it was also reported that magnetic sensor error occurred with the varipulse catheter at the time of the connection. The issue was resolved by replacing varipulse catheter and varipulse cable at the same time. The varipulse that experienced the error had not been inserted into the patient prior to the occurrence of st elevation. No ablation was performed before the sensor issue.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31868528l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).